Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had physical damage. Troubleshooting was performed. Customer's blood glucose was 81mg/dl at the time of the incident. It was reported that the insulin pump had a crack in the battery compartment and that the drive support cap was sticking out. It was also reported that the insulin pump was not dropped, bumped, and the cap was not pressed while connected. It was reported that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window. The drive support disk was inspected and no anomaly was noted.